Manufacturer narrative:
The device from this complaint was returned and evaluated at the (B)(6). Per service technician notes, f1 was replaced and a burning smell was observed when the unit was plugged in. Verified the technician finding of a burning smell. Unit was disassembled. Visual inspection found the live pin of the battery connector was broken off and inside the cable connector. Due to the pin being broken, applied power was causing arcing over the gap in the pin, which melted the plastic of the connector. The battery cable and main pcba was replaced. The root cause was found to be an open f1 fuse caused by a broken pin on the battery connector. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018 the service technician found the live pin of the battery connector broken off and inside the cable connector which caused arcing over the gap in the pin and melted the plastic of the connector.